Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that the non-patient end of the bd micro fine¿ + pen needle broke off during use. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter, translated from japanese to english: "the outer cover was loose and did not fit, it came off. The user also experienced the needle sometimes moved and pulled out." Via bd investigation team: "(B)(6)found that the np needle was broken."